Event description:
Initial report: this non-serious unsolicited report was rec'd from a physician via a sales rep to our local affiliate (B)(4) on (B)(6) 2011. Upon med review, the events of this case have been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree (B)(4). This case involves a (B)(6) female, who was treated with poly-l-lactic acid (sculptra) to the temple and chin areas. Two vials were administered on (B)(6) 2009, and one vial on (B)(6) 2010 (indication and batch/exp date are unk). On (B)(6) 2010, the pt reported to the physician that recently she developed large visible lumps on both sides of the face. The physician treated her with kenalog (triamcinolone acetonide) 20 mg injections into the lumps. On an unk date, the pt informed the physician that there had been no improvement. The triamcinolone acetonide treatment made no difference. On (B)(6) 2011, another injection of triamcinolone acetonide 80 mg was administered into the lumps. The physician stated the lumps were slightly worse and spreading. On (B)(6) 2011, the physician rec'd an email from the pt stating she now looked worse with lumps and dips. The physician thinks the dips were probably secondary to triamcinolone acetonide. The physician was considering one of the following as corrective treatment: oral course of prednisolone or 5- fluorouracil (5-fu) or changing to betamethasone or continuing with the triamcinolone acetonide. Other suspect drugs - none. Action taken: no applicable. Corrective treatment - triamcinolone acetonide. Outcome - not recovered/ not resolved. A ptc (product technical complaint) has been initiated for this report: (B)(4).